Event description:
A user facility reported an lma with a cracked connector. The original report indicated that there was no pt involvement. A later report indicated pt involvement, though no pt problem or injury was reported. The user facility returned the lma to the MFR for evaluation. The examination of the device revealed that the airway tube had split at the connector end, therefore and MDR is being filed.